Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery tests were unable to be performed due to compromise force sensor system alarm. The motor was tested outside of the device and passed. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.